Manufacturer narrative:
Maintenance does not comply to manufacturers recommendations. The reported complaint was confirmed. Per the field service representative, the customer is aware that the device needs to be charged once a month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the batteries were received in a discharged condition, with lower than typical conductance values. Both batteries however meet specifications. Both batteries accepted charging and passed the standard load testing requirement. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr found that the device had not been powered on for 6 months. The fsr installed new batteries and returned them to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the "service screen, power manager" showed 1.2amp hours. There was no patient involvement.